Event description:
It was reported that, "the pt dislocated patella due to laxity of soft tissues. Proceeded to universal baseplate and ts insert and addressed this complication."

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) is not available due to hospital protocol. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.